Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult to remove (anatomy) could not be determined. The reported positioning failure (leaflet grasping - clip not implanted) appears to be a cascading event of the difficult to remove (anatomy). The reported tissue injury and mitral regurgitation (mr) appear to be cascading events of the difficult to remove (anatomy). Additionally, tissue injury and mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal and tissue damage it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted on the central/medial side of a2/p2, reducing mr to a grade of 1-2. A jet remained on the lateral side of a2/p2; therefore, an nt (20503r196) was prepared. However, during preparation, it was observed the clip did not open smoothly. Therefore, the clip was not used and another nt (208091061) was prepared and inserted under the mitral valve. Grasping was performed, but it was noted a gripper issue occurred resulting in difficulty grasping the leaflets. It was then observed the clip because caught in chordae. The clip was able to be removed, but a chordal rupture occurred, causing mr to increase to an grade of 3. To treat the tissue damage and mr, an ntw (20615r120) was inserted and advanced in the left ventricle (lv). However, this clip became caught in chordae and the leaflets were difficult to grasp. A new flail and more chordal ruptures were observed, causing mr to increase to a grade of 4. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.